Event description:
A malfunction was reported by the customer, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided the customer with information to reset the pump and assisted in the process. After the reset, the malfunction code did not reappear, allowing the customer to continue using the pump. The customer was advised to call back if the issue occurred again and acknowledged the instructions.